Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-2218-50, serial # (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing new pain. The physician assessed that the new pain area was probably related to the leads as the new pain resolved after the leads were replaced. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional information was received that the new pain area was in the patient's buttocks.

Event description:
A report was received that the patient was experiencing new pain. The physician assessed that the new pain area was probably related to the leads as the new pain resolved after the leads were replaced. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional information was received that the former leads could not cover enough of the patient's new pain area. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing new pain. The physician assessed that the new pain area was probably related to the leads as the new pain resolved after the leads were replaced. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional information was received that the new pain was confirmed to be caused by the leads.

Event description:
A report was received that the patient was experiencing new pain. The physician assessed that the new pain area was probably related to the leads as the new pain resolved after the leads were replaced. The patient was reportedly doing well following the procedure.